Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Only two pieces of sutures were sent back for evaluation, and not the inserter or anchor. It can be confirmed that the sutures are frayed and damaged. It was reported that the suture was damaged due to getting caught in the inserter. The suture broke while the surgeon was tying the knot. One possible hypothesis is that the inserter was off axis after the anchor was implanted, causing the suture to be damaged by the edges of the inserter. As the inserter was not sent back, this possibility cannot be confirmed at this time. Other than this possibility, we cannot discern a root cause for this failure. A batch record review has been conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without an incident. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot released to distribution. Based on the overall complaint rate, at this point in time, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during a rotator cuff repair surgical procedure, it was observed that when the surgeon removed the inserter, the suture was damaged due to getting caught in the inserter and the axial suture came off. The suture broke while the surgeon was tying the knot. The surgery was completed with a five-minute delay. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.